Event description:
Reportedly, the smarttouch tablet froze during device interrogation.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smarttouch tablet was tested and the reported behavior was not reproduced, as normal functioning was observed. - analysis of available expertise files did not confirm the reported freeze. However, the tablet was let unplugged from the power supply and therefore and ran out of power several times, leading to abrupt shutdowns and the corruption of a file in the platinium programmer module, although this is not related to the reported screen freeze. - the smarttouch tablet will follow the repair workflow (including a re-ghost to restore its initial configuration) and will be returned to the field.

Event description:
Reportedly, the smarttouch tablet froze during device interrogation.